Manufacturer narrative:
Data associated with the g4 date provided in the initial MDR should be corrected to (B)(6) 2018. (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
In a follow up, the surgeon reported that postoperatively the patient had some residual astigmatism, ocular surface issues and posterior capsular folds/opacification. The patient was prescribed glasses which did help somewhat, dry eye treatment drops used, and a yag laser capsulotomy was performed. The patient still claimed visual fogginess, so lasik was performed on (B)(6) 2018. The vision measured 20/20- distance and 20/30 near, yet the patient reported ongoing visual concerns which fluctuated and was causing the patient to become despondent. A lens exchange was discussed and performed. A monofocal lens was implanted into the sulcus and a lasik touch-up was performed. The patient was happy with 20/20 vision for distance and wore reading glasses for near. The surgeon explained that the patient never could neuro-adapt to the multifocality of the initial iol.

Manufacturer narrative:
A sample product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in he lot. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgical coordinator reported that an intraocular lens (iol) was explanted 8 months after initial implantation due to blurry vision, patient not adjusting to a multifocal, and patient unhappy with his/her quality of vision. The patient had indicated that he/she couldn't work or drive. This file represents the right eye.